Event description:
The field representative contacted the clinic and was told that the patient is being scheduled for a device replacement. No further information is currently available.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the device was explanted approximately three weeks later. No adverse patient effects related to the explant procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinician contacted technical services (ts) stated that there was concern over the device reaching its elective replacement indicator (eri) earlier than expected. The clinician noted that six months prior the device longevity showed two and a half years remaining. At the current follow-up visit, eri had been reached and the clinician stated that no programming changes were made to the device. Ts recommended device replacement. An email was sent to the field representative in an attempt to obtain additional information related to the status of this device. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.